Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was returned for investigation. Visual evaluation of the as returned product identified the implant and mount. During functional testing, devices could not be disengaged. Signs of use. Functional testing to recreate the reported event was performed. The devices were not able to disengage each other successfully. No pre-existing condition was noted, and no per form was provided. Bone density type is unknown. The reported device was located on tooth site #30, and was placed and removed on the same day. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review for the lot (1240919) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (1240919) was performed for similar events and no other similar complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k101880.

Event description:
It was reported that following implant placement, unable to remove fixture mount from implant. Implant at tooth site # 30 was removed. Procedure was completed using another implant. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported